Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet pump exhibited intermittent charging on the pad with the charger light failing to remain illuminated, the pause function not working, and a touchscreen that intermittently froze on a high-percentage message with unresponsive sleep/wake and menu functions, consistent with a device problem affecting buttons and the touchscreen. Symptoms included hypoglycemia and hyperglycemia, with reported glucose values around 40 mg/dl and 300 mg/dl, respectively. Outcomes included the need for unexpected medication intervention, as the patient treated hypoglycemia with oral fast-acting carbohydrates. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a software problem associated with unresponsive keys/buttons and the touchscreen component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.